Event description:
It was reported that intermittent malfunction alarms occurred. Customer was able to reset the pump to resolve the malfunctions and continued to use the pump for insulin therapy until the replacement pump arrived. There was no adverse impact to the customer¿s blood glucose level.